Event description:
Physician reports that patient underwent a total abdominal hysterectomy in 2001. A wedged-shaped segment of the posterior vagina was excised exposing the levator muscles. These muscles were approximated in the midline using a running suture. During a post-operative examination it was noted that the patient developed pain in the perineal body. The suture and knot were exposed and removed. Patient was stated on oral antibiotics. Examination notes indicate that physician feels the symtpoms will resolve within one week.